Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015 additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing chest pains several months after being implanted which disappeared when the patient stopped using the stimulation, however, it was also reported that the patient was taking a blood pressure medication at the time the symptom occurred. It was unknown if the symptom was caused by the device.

Manufacturer narrative:
Additional information was received that the patient was doing well after a reprogramming. The physician did not see the patient and nothing happen during the procedure. No further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing chest pains several months after being implanted which disappeared when the patient stopped using the stimulation, however, it was also reported that the patient was taking a blood pressure medication at the time the symptom occurred. It was unknown if the symptom was caused by the device.